Event description:
Patient reported rupture and later reported capsular contracture baker grade I. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and pain was received on september 27, 2023, with lot number 3169831. The device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Pain: unable to observe since it is not related to the device. Additional observations: red particles observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported rupture and later reported capsular contracture baker grade I. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device has been explanted.